Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and infection ("infections"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage and infection outcome was unknown. The reporter considered genital haemorrhage, infection and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding") and pelvic inflammatory disease ("pelvic inflammatory disease") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test.". The patient's past medical history included multigravida, parity 3 and amenorrhea on (B)(6) 2008. Concurrent conditions included chlamydial infection, gastroesophageal reflux disease, hypermenorrhea since (B)(6) 2010, postpartum hemorrhage, follicular cyst of ovary and venous (peripheral) insufficiency, unspecified. Concomitant products included estradiol, hydrocodone compound and lansoprazole (prevacid). On an unknown date, the patient started singulair at an unspecified dose and frequency. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), infection ("infections"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea(cramping),"), weight increased ("weight gain") and abdominal distension ("bloating"). The patient was treated with surgery (to remove essure) and surgery. Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, pelvic inflammatory disease, infection, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, headache, nausea, dysmenorrhoea, weight increased and abdominal distension outcome was unknown. The reporter considered abdominal distension, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, headache, infection, menorrhagia, migraine, nausea, pelvic inflammatory disease, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Concerning the injuries in the case, the following ones were described in patient's medical records:pelvic inflammatory disease.  Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet was received - reporter and patient demographic added. The following events were provided: vaginal haemorrhage, menorrhagia, apareunia, pelvic infection, headaches, migraines, nausea, dysmenorrhea, pelvic inflammatory disease, she did not underwent essure confirmation test. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.